Manufacturer narrative:
The balloon catheter afapro28 with lot number 25526 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 13 applications on the day of the event. The catheter failed the performance test because the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 1.12 inch from the tip of the catheter. The pressure test showed a breach through the kink on the guide wire lumen. Because the guide wire lumen was breached, there was blood inside of the inner balloon and inside of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.